Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the customer received a cartridge change error during the load sequence. The customer declined to troubleshoot the cartridge change error issue. Customer's blood glucose was 175 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.